Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The subject device was the loaner asset of (B)(4). The repair of the subject device was cancelled because the subject device had no failure. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that it occurred due to temporary malfunction of the electrical circuit board or influence other than equipment. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the display of the subject device became black. There was no report of patient injury associated with the event.